Event description:
A report received from the USA stated an 840 ventilator experienced a graphical user interface (gui) keyboard key stuck error. There was patient involvement at the time of the event. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient injury.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested replacing the gui keyboard. (B)(4).